Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that o-ring was damaged and dropped off due to some physical factor, or that it came off the assembly point. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found following. The subject device had two air/water/instrument channel connector (gray)s in the reprocessing basin. The o-ring of one of two air/water/instrument channel connector (gray)s had been missing. The user connected the connecting tube to the air/water/instrument channel connector (gray) which o-ring missing, and reprocessed seven endoscopes with the subject device. During the reprocessing, no error occurred and the connecting tube did not detached. Then the endoscope was used to patient. There was no report of patient injury associated with the event.